Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 09/28/2021. H6 component code: g07002 no device problem found. Additional information: h6, h3, d9. H3 investigation summary: this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a winding former with a needle product code j772 wad returned for analysis with the packaging opened. The product code is a control release, and each packet contains eight strands. As per the visual inspection of the needle, the swage and attachment area was noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The following information was requested, but unavailable: could you please provide the lot number? =>no further information is available. Procedure name and event date? =>no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? No further information is available. What are the procedure name and event date? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available to be returned for evaluation? If so, please provide the status of the return product and any available tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture during interrupted suturing. It was a control release needle. No adverse patient consequences were reported. Additional information was requested